Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's mother reported the insulin cartridge leaked insulin into the infusion device. She stated she smelled insulin while the pt was sleeping and found condensation in the cartridge compartment. She stated the insulin cartridge was brand new and was filled a few hours prior to the incident. She stated it looked as if the black rings around the plunger were damaged. The insulin cartridge was not pulled from the infusion device. She dried the cartridge compartment of the infusion device. The pt did not require assistance from a health care professional or second party to address the issue. The alleged cartridge was discarded. No product will be returned for eval.